Manufacturer narrative:
Echocardiographic images were provided for evaluation. The images reveal an echogenic, thin and string-like filament that is mobile and attached near the anterior portion of the right atrial disc.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device thrombosis or thromboembolic event resulting in clinical sequelae as a potential clinical and device adverse event.

Event description:
It was reported the physician implanted a 37mm gore® cardioform asd occluder to treat an atrial septal defect on (B)(6) 2020. During the patient's six month follow-up, (B)(6) 2021, echocardiography imaging revealed a filamentous thrombus on the right atrial disc. The patient is asymptomatic and has been taking dual antiplatelet medication since implant. The patient has now has been prescribed novel oral anticoagulants to treat the thrombus.